Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that 500 bd vacutainer® push button blood collection sets experienced a failure to contain blood or medication during use. The following information was provided by the initial reporter: material no. 367336, batch no. Unknown. Blood is leaking from the pc classic collection set. There appears to be a hole/crack in the tubing close to the luer.

Event description:
It was reported that 50 bd vacutainer® push button blood collection sets experienced a failure to contain blood or medication during use. The following information was provided by the initial reporter: material no. 367336; batch no. Unknown. Blood is leaking from the pc classic collection set. There appears to be a hole/crack in the tubing close to the luer.

Manufacturer narrative:
Per additional information received, the date of event, device lot/batch #, device expiration date, device manufacture date, event description, UDI #, and device manufacturer have been updated. The following information has been updated: b.3. Date of event: (B)(6) 2019. B.5. Describe event or problem: it was reported that 50 bd vacutainer® push button blood collection sets experienced a failure to contain blood or medication during use. The following information was provided by the initial reporter: material no. 367336; batch no. Unknown. Blood is leaking from the pc classic collection set. There appears to be a hole/crack in the tubing close to the luer. D.4. Medical device lot #: 8253781. D.4. Medical device expiration date: 2020-09-30. D.4. Unique identifier #: (B)(4). D.4. Medical device catalog #: 367344. H.4. Device manufacture date: 2018-09-10.

Event description:
It was reported that 50 bd vacutainer® push button blood collection sets experienced a failure to contain blood or medication during use. The following information was provided by the initial reporter: material no. 367336; batch no. Unknown blood is leaking from the pc classic collection set. There appears to be a hole/crack in the tubing close to the luer.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cut tubing with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and cut tubing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cut tubing with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and cut tubing was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA 764355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. H3 other text : see section h.10.